Event description:
It was reported that during the implant procedure the physician could not lock the lead well due to a connecting port problem with the device. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that the set screw socket was rounded.